Event description:
Account obtained a negative testpack plus human chorionic gonadotropin combo result on a serum sample. The sample was then tested on mini "vidas" and was 80iu/l. The negative testpack plus human chorionic gonadotropin combo result was not reported, as the account is performing quantitative testing on all serums run on testpack. No injury was reported.